Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Conversion to smr reverse due to implant loosening performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2018. During revision surgery, all the humeral components have been explanted. According to the info reported, stem (code 1304.15.140, lot# 1707130) was undersized and tuberosities had not healed, leading to instability. Surgeon was happy with final stability. Event happened in (B)(6).